Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open procedure, the needle break and part of it fell into the patient cavity. Another device was used to complete the case.

Event description:
According to the reporter during an open procedure, the needle break and part of it fell into the patient cavity and was retrieved. Another device was used to complete the case. There was no patient harm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.